Manufacturer narrative:
They were unable to prime the insulin pump during the prime/compromised force sensor test due to a faulty force sensor resistor. They were unable to perform the excessive no delivery test due to a prime anomaly. The pump was received with a cracked case at the display window corners, a cracked reservoir tube, and cracked battery tube threads. The pump was received with a minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer frequently has no delivery alarms during bolus. Customer was advised to disconnect. Customer stated there were no air bubbles seen in the tubing. Customer was advised to replace the infusion set and to check the reservoir membrane and p-cap needle. Customer stated that the alarm occurred 5-6 times during the last 3 days. Customer has consistent no delivery alarms and has called several times. Customer stated that the tubing is not bent or kinked. Customer stated that the insulin is not expired or denatured. Customer stated that the sites are rotated. Customer was asked verbally and in written form to return the pump for analysis. Customer insisted on replacing the pump.